Manufacturer narrative:
Product complaint # (B)(4). Batch # t5am87. Investigation summary: two photos were provided. Picture one shows a blue reload from top view. The device can be seen partially fired from the right side and fully fired from the left side. Picture one shows tissue. Bleeding can be seen on the photo. It appears that some staples are in the tissue. Due the quality of the photo it is not possible see the condition of the staples. Based on the condition observed on the cartridge and the bleeding noted on the tissue, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. Pan fully attached. Partially fired one third. All drivers deployed on left side. One third (proximal) drivers deployed on right side. Not reset. No damaged to the cartridge deck. Both right side sled rails broken off. Remainder of the sled fully distal. Visible damage to multiple right side double drivers. Right double drivers out of position. One driver loose in pouch determined to be half of a double driver. Damage to multiple cartridge pockets. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. The event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic roux en y bypass, on the second firing of the stapler with a blue reload, it was noted to make a strange sound. Upon opening the jaws of the stapler, it was noted that the pouch side of the stapler did not deliver any staples. The remnant side was stapled and both sides were cut. This left the pouch or gastric pouch side open and it exposed the circular anvil that was inside. A second like reload was used with the same stapler to close the defect. The procedure was prolonged by fifteen minutes. No patient consequences were reported. This is all the information known/available regarding this event.